Event description:
A consumer on a 400 number hotline reported their skin to be stimulated during a thermage cpt treatment with many red rashes, to the face, accompanied with fever. As of the date of this report, the issues remain unsolved. The caller reports that solta medical croygen and enough coupling fluid were used during this treatment. It was determined that the clinic that did the procedure is not a cooperative customer of solta. It is possible that the qr code may have been copied. Therefore, there is no other information to be acquired. The case was deemed as serious by the medical reviewer due to the report of "many rashes and fever".

Manufacturer narrative:
No other device information is available. The investigation is ongoing.

Manufacturer narrative:
Distributor provided information that this event was reported by a clinic that is not a solta medical customer. Solta customer reported that the equipment was not lent out to any organization. No other treatment details were provided. It cannot be confirmed that a solta device was used for this treatment. No treatment tip or data log have been returned for evaluation at the time of this investigation. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. According to the thermage cpt system user manual, skin irritation and redness is a known possible side effect of thermage cpt treatment. Treatment in areas containing superficial and/or other facial nerves may be more sensitive and susceptible to irritation. The operator should pay special attention to patient heat feedback and consider reducing the generator treatment level setting when treating these areas. Erythema/blanching may occur in mild form and typically resolve within a few hours. However, on rare occasions, erythema has been reported to last longer (up to several weeks). Blanching usually resolves within twenty-four (24) hours. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. At this time, no CAPA is necessary.